Event description:
The distributor reported that while the customer was performing routine testing, the defibrillator displayed the message "system failure: cycle power". There was no patient involvement.